Event description:
It was reported that the balloon cannot be inflated. No pt complications were reported.

Manufacturer narrative:
The device was returned and evaluated. Examination revealed that balloon lumen leakage was observed through a slit, 0.02" in length, at the 12.7 cm area (distal of the thermal filament). No visible damage to balloon latex. A CAPA is in process for slit in catheter body related to balloon inflation.